Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event. During the revision surgery the surgeon removed and replaced the omni neck and a metal on metal cup from another manufacturer. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2010. Both surgeries involved implantation of omnilife devices, as well as other manufacturer's products. The revision surgery was performed due to a complaint of hip pain and a lab test indicating increased metal ion levels in the patient. The original surgery used a metal-on-metal cup and head from wright medical, which was replaced in the revision surgery with an omni femoral head and neck and a stryker cup and liner. The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.